Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose of 32mg/dl. The customer had an infection and had blood glucose of 135mg/dl before they noticed the low blood glucose of 32mg/dl. Customer declined low blood glucose troubleshooting. No further details provided.